Event description:
Patient could not move lower limbs post spinal implantation of electrode for mapping- co seal had been used to secure electrode to area. Reoperation done 2-3 days post op with co-seal removal. With further follow up this week ( feb 21) it was noted that on approximately feb 2006, the patient underwent a redo spinal surgery for implantation of an electrode for mapping, co seal 8ml kit was on the table (unable to determine the amount of product applied). Surgery was not eventful. Immediately postop it was noted that the patient was unable to move lower limbs. On day 2-3 post op (feb 4 or 5) the ptient went back to suegery for an exploratory procedure - co seal removed at this time. The patient was "stable and thriving" with movement of lower limbs postop as per doctor. The surgery was completed successfully.